Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-01444-000. Section d4, model #, of the initial medwatch report should have stated: vhome, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001: h6: ventec downloaded the device's electronic records (system logs) for analysis where it was confirmed that it had previously logged multiple instances of patient circuit disconnect and low inspiratory pressure alarms. The device was then evaluated by ventec where the reported issue of its alarm not functioning as expected could not be duplicated. Ventec observed that the device consistently alarmed as expected throughout testing. Ventec was also unable to duplicate the reported issue of low inspiratory pressure. Proper device operation was confirmed through functional and performance testing. The cause of the reported issues could not be determined.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator's inspiratory pressure was low and that it did not provide a patient circuit disconnect alarm as expected. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue.